Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found that the device displayed a blank screen, then hibernation, then an error was displayed. It was also noted that the programmer could not interrogate devices or load applicable software.

Event description:
It was reported, device interrogation was not possible. A system updating message was displayed, and the screen would go blank for up to 30 seconds. It went through screen changes, then locked on the medtronic icon for over 30 minutes. The power was recycled multiple times, and the service disk used, with the same results. It was further noted that a software update had been loaded on the programmer the week prior. No patient complications were reported as a result of this event.